Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pacemaker exchange procedure the left ventricular lead had high thresholds. Lead was capped on (B)(6) 2019, and new lead was implanted. Patient was stable with no consequences.